Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and found cannula whole; no broken or missing parts. See image for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Customer did not return insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor fractured while in the body and sensor was still in the body. Customer's blood glucose level was unknown. The customer also reported that the need was not hard to remove but it was painful and they did not receive medical treatment as a result of the sensor fracturing while still in the body. Sensor will be returned for analysis.